Manufacturer narrative:
H3. Analysis of the implantable neurostimulator found no anomaly. H6. Evaluation conclusion code 11 does not apply. Evaluation result coded 3233 does not apply. Evaluation method code 4118 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had great relief during the trial, but since implant, the device has been unsuccessful. A rep met with the patient at the hcp office on multiple occasions for setting adjustments. The deice was not controlling the patient's pain. It was reported that the pain caused the patient psychological distress with the relief of being almost pain-free in the trial and the promise of a better quality of life in the future, followed by the total failure of the scs device once surgically inserted. The patient said they were planning on replacing the battery to a different manufacturer's device. A rep said that x-rays and mris were performed, reprogramming was done, and the patient was re-educated. It was unknown if the issue was resolved or if surgery was going to occur. Additional information was received from a manufacturer representative (rep). It was reported that the device was explanted and received for analysis.